Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (sn (B)(4)) was confirmed during functional test and archive data review. It was determined that the root cause of the reported issue was due to a defective load cell 2. No physical damaged observed on the ap platform during visual inspection. During archive data review, multiple occasions ua07 advisory were observed on the date when the reported issue occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed when the platform was turned on. Thus, confirming the reported complaint. To remedy the issue, the defective load cell identified was replaced. The ap platform was re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform serial number (B)(4).

Event description:
The customer reported that after patient use, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message. This issue occurred after the lifeband was replaced. No patient involvement.